Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (lot: va315zj040); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports the bottom contacts on the lead had high impedances >40k. Rep said they moved the lead to the other port and the high impedances followed the lead. Implanting physician will replace the lead with high impedances. Rep was in a hurry due to being in the middle of surgery so technical services (ts) sent email for event information. Rep responded to the email on the same day reporting that the issue was resolved after the lead was swapped out. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va315zj040 serial# unknown implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead product ID 97791 serial# unknown product type accessory h3: analysis of the lead (va315zj040) was performed and no abnormalities were found. Analysis of the anchor 97791 revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.